Manufacturer narrative:
The device was not returned for evaluation after three unsuccessful requests. There is no service history available for this device. The k-fth-1012 device is a non-repairable device. Review of instructions for use (IFU) supplied with the device found it to contain sufficient instructions and guidance to preserve the device and ensure its proper functioning, proper service, maintenance and storage must be provided for including: to maintain the device integrity and functionality, it is recommended that the device be inspected regularly by the device owner or user for any sign of wear or deterioration, e.g. If the cable sheath is cracked or broken, or damage for ongoing operational safety of the device, the device must be maintained at regular intervals by an authorised service agent. The service agent will verify the performance of the device. Depending on the duration and frequency of use, the device should be maintained at least once a year. Review of device history record found the work orders for the complaint device appeared complete, and the quality control inspections were verified to ensure that the device passed inspection. There were no non-conformances raised or temporary deviations in place at the time of manufacture. Although no service report was received, based on consultation with the in-house subject matter expert (sme) on the most likely cause of the event, failure ¿wire damage", resulting from normal wear and tear was determined to be the cause. According to the sme, the exposed voltage from the power cord is 12v and is considered to be low risk to the user. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. The instructions for use (IFU) advises regular inspections for wear or damage by the owner or user and annual maintenance by an authorised service agent to maintain operational safety, as outlined in the device service manual. Should new information be received, or the device return be available at a later date, an additional report may be supplied. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate.

Event description:
The wires of the power supply have frayed. This gave a scientist 'a zap' while using the device.

Manufacturer narrative:
Awaiting device return to manufacturer for evaluation.

Event description:
The wires of the power supply have frayed. This gave a scientist a zap while using the device.